Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced a loss of connection. No additional event or patient information is available. The product was returned for evaluation. An external exterior examination was performed and passed. A charge and boot test was performed and passed. The data log was downloaded and retrieved. The data was not reviewed because there is no data available within the investigation window. A receiver functional test was performed and passed. A pairing test was performed and passed. The complaint confirmation of loss of signal could not be determined. The root cause could not be determined.